Event description:
It was reported that a drill was used on power with variable drill guide, 30mm plate 4.0x14mm variable self-tapping screw. Inserted the screws with stab and grab driver. Upon final tightening with gold driver, two screws went completely through the plate. Upon inspection after removal it was identified that the rim just below the head of the screw was stripped off of the screw.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the returned devices were confirmed visually to have deformed collars on the head. Manufacturing records for this product were reviewed and no anomalies were found. Conclusion: it appears that the surgical technique was followed so the root cause is not determined and multifactorial.

Event description:
It was reported that a drill was used on power with variable drill guide, 30mm plate 4.0x14mm variable self-tapping screw. Inserted the screws with stab and grab driver. Upon final tightening with gold driver, two screws went completely through the plate. Upon inspection after removal it was identified that the rim just below the head of the screw was stripped off of the screw.